Event description:
It was reported that quantum is showing a "hardware failure" when switched on. No patient was involved as the failure was found before the surgery. Results of investigation revealed that the device immediately generates an ¿f4-hardware failure which makes it a reportable event.